Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump's drive support cap was loose and sticking out. Customer's blood glucose was unknown at the time of the incident but was reported as normal. There was no indication of troubleshooting or the issue being resolved. The insulin pump will not be returned for analysis.